Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, the customer ate skittles candy to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and no bolus was initiated by the pump. The customer acknowledged and continued using the pump for insulin therapy.